Event description:
Per the clinic, the device was explanted (B)(6) 2022 for unspecific medical reasons. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 22,2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics (specific date and duration not reported).